Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant products: 00784301306 beta hip prosthesis; 00632005028 liner 20 degree elevated rim 28 mm i.d. For use with 50/52/54 mm o.d. Shells; 00620005222 shell porous with cluster holes 52 mm o.d. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03640.

Event description:
It was reported that patient¿s left hip was revised approximately 13 years post-implantation due to elevated levels of cobalt, corrosion and adverse local tissue reaction. MRI showed signs of adverse local tissue reaction and corrosion failure. During surgery, the surgeon noted adverse local tissue reaction with corrosion at the head and neck junction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 2648920.